Event description:
Right knee swelling; right knee pain; right knee effusion; left knee swelling. Information was received on 20-dec-2005 from a patient designee regarding a patient with a medical history of osteoarthritis, who experienced right knee swelling, pain, effusion and left knee swelling. The patient began treatment with synvisc in 2005. The pt received three injections of synvisc into both knees x 3. Approximately five days after completing the injections, the patient experienced swelling, fluid and pain in the right knee. Three days later, the physician drained 90 cc of fluid. The fluid was not sent for evaluation. The right knee was wrapped and the pt was prescribed indocin sr. The following month, the left knee began to swell. It was wrapped in an ace bandage and did not progress. One day before, the bandage from the right knee was removed and the knee was fine for a while. Ten days layer, the right knee became very swollen and painful. Six days later, the physician drained 50 cc of fluid. The patient received a cortisone injection each time the right knee was drained. He did not have fluid or this type of pain prior to receiving synvisc. At the time of this report, the pt had been fitted for a brace and recommended to have physical therapy. The left knee was fine. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.